Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial#(B)(6), product type recharger. Analysis of the recharger, model 97755-s, s/n (B)(6) found recharge antenna failure - no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding external equipment. The reason for call was caller reported patient's antenna was heating up and the issue began about 3 weeks ago. Caller did not have the recharger with them at the time of the call. Caller stated they spoke with patient in person on thursday and patient was using a spanish interpreter. Agent will call patient to collect serial number of recharger. Agent called pt back and conferenced in spanish interpreter, pt did not have equipment at the time and reiterated that recharger antenna/paddle is getting hot. Pt will call back when they have equipment. Emailed prs to implant info: (B)(6), implanted on (B)(6) 2024. Pt called back and provided the sn for the rtm cord. See request attached to repair team. Pt called back and provided the sn for the rtm cord. See request attached to repair team. Patient called back, got their new equipment and mentioned they want to know how to return their old equipment. Agent reviewed to use the fedex return label and reviewed return shipping instructions. No symptoms were reported.